Event description:
It was reported that a patient implanted with an impella cp experienced suction and low flows. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 77-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with society for cardiovascular angiography and interventions shock stage e. During impella cp support, the clinical team was unable to achieve adequate flow, and the device exhibited continuous suction alarms. Due to the inability to restore effective hemodynamic support, a clinical decision was made to remove the impella cp device. Upon device removal, a clot was noted within the cannula. The inadequate flows and continuous suction alarms are consistent with obstruction of the impella inlet or outlet, which may occur due to thrombus formation in the setting of severe cardiogenic shock, low-flow states, and hemocompatibility-related risks associated with mechanical circulatory support.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes updated. Section d1 brand name corrected.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Low or blocked pump flow: the cause of the low pump flow issue was related to biomaterial ingestion based on returned product investigation.